Event description:
It was reported that the patient experienced ineffective therapy. It is unknown which lead was at fault. As a result, surgical intervention was undertaken wherein the leads were explanted.

Manufacturer narrative:
The date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000136526 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.